Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer did not report any issue. Upon triage on (B)(6) 2018 the service technician found that the device display was blank upon startup and had a single line on the top that blinked in and out.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿illegible display.¿ the unit was triaged and the reported condition was confirmed. The potential root cause is excessive damage due to customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.